Event description:
It was reported that during a rectal resection, the knife did not return at the 1st firing. There was possibility the tissue had been taken up to the root. This event occurred at the adjustment of the cut-off position (re-engagement). Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 9/13/2024. D4: batch # unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. Additional information was requested and the following was obtained: please provide more details for ""taken up to the root"". This means that the tissue was bitten deep into jaw. This happened when determining the cutting position (when pinching with the jaws). It was recognized that the cause was that the tissue was grabbed to the root, that's why the knife did not move, and the knife was manually opened. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.